Manufacturer narrative:
Evaluation summary a visual and a tactile inspection was carried out on the returned device. Dried blood was found on the device and dry radiopaque solution was found inside the inflation circuit. A twist was found on the balloon at 75 mm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was advanced through the device. During the analysis a purging test was performed. Negative pressure was applied with a manometric syringe on the balloon and no bubbles emerged in the water column. The balloon was inflated at: 2 bars: a change in profile and wrinkles were clearly visible on the balloon in correspondence of the twist; 4 bars: the change in profile decreased and some wrinkles were still visible on the balloon in correspondence of the twist, 7 bars and then to 14 bars and the signs of twist on the balloon were no longer visible (no change in profile, no wrinkles). - after the inflation test, the balloon was deflated. A twist on the guidewire lumen was detected in correspondence of the twisted point previously detected on the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific drug-eluting pta balloon to treat a lesion in the sfa. The device was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device and no excessive force was used. It was reported that a twist was seen when balloon was being inflated, leading to inability to inflate balloon. Another balloon was used to complete the procedure. No patient injury was reported. Please note that in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.